Event description:
The device generated a result of "lo" (<10 mg/dl) w/o having first applied blood or control solution to the test strip. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.